Event description:
The pt was found unconscious on (B) (6) 2010. The pt's partner called for an ambulance. The pt's blood glucose measured 900 mg/dl. On (B) (6) 2010, the pt died. The pt's physician does not believe the infusion device contributed to death. No further info is available. The infusion device was requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.